Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nissen procedure, while in use of the 7th device, the needle fell into patient from the jaws of the device, and was not retrieved. The needle was still in abdominal wall. New handle was opened to complete the case.